Manufacturer narrative:
2 of the 4 bottles returned by the customer read high out of spec with blood & control; one bottle read an average of 65mg/dl out of spec using control, and an average of 76mg/dl out of spec with blood. The second bottle read an average 9mg/dl out of spec with control, and an average 8mg/dl out of spec. With blood.

Event description:
The customer alleged high reading using her contour next ez meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.